Event description:
On the event date: during standard preventive maintenance of the injector system, it was noted by the field service engineer that the injector faceplate hinge pin was broken. Customer had not reported any system malfunctions and there were no patient injuries reported. Potential for patient or staff injury if the broken piece had not been repaired.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the field service engineer, while on a service call on the illumena injector noted a broken or bent hinge pin which could affect the proper closure of the faceplate if not noticed by user. Fse replaced hinge pin and returned unit to full service.